Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise. The right ventricular lead was explanted and replaced. The patient was in stable condition.